Event description:
Patient underwent total vaginal mesh procedure by another physician. She suffered an erosion of the mesh and infection of her vaginal wall which required three operations to remove. She had excruciating pain with defecation prior to removal and now has vaginal narrowing which precludes intercourse.